Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed lesion was located in a severely calcified and severely tortuous artery below the knee. For pre dilation, the physician advanced the 2.0mm x 20mm sterling es balloon catheter to the lesion. Upon the third inflation, the balloon was inflated to 10atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.